Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance (greater than 150 ohms) measurements seen on home monitoring in (B)(6) 2024. Postural testing and isometrics did not reproduce out of range measurements. Chronic shock impedance trend is around 115 ohms. Risks associated with high out of range shock impedance were discussed as the device is being changed out soon. Lead is currently implanted.